Manufacturer narrative:
(B)(4). This event occurred in (B)(6).

Event description:
The customer received a questionable low elecsys hcg + beta test system result for one patient sample. The initial result was 2.07 iu/l and was reported to the clinician as 2.1 iu/l. The results on (B)(6) 2016 were 501.2 iu/l and 536.1 iu/l. The result on (B)(6) 2016 was 100.4 u/l. Information concerning if the patient was adversely affected was requested, but it was unknown. The reagent lot number was 123267. The expiration date was requested but it was not provided.

Manufacturer narrative:
Additional information was received that this patient had an "extrauterine pregnancy" and the result of 100.4 u/l was drawn after an operation. The customer believed this result to be correct. A specific root cause could not be determined. Additional information for further investigation was requested but was not provided. The most likely root cause was a pre-analytic issue such as leaning sample tube due to the fact that the customer did not use rack adapters or an issue with the sample quality such as clots, fibrin, or a gel smear. A general reagent issue could most likely be excluded as the provided qc data was acceptable. Based on the calibration data, a lot calibration was overdue. Analyzer performance testing was acceptable.